Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 36 and 48 hours. The pod failed to adhere and reportedly had become dislodged from the infusion site, (abdomen). In addition upon removal of the pod from the insertion site the pods cannula was found to be bent. As treatment, the patient administered boluses and a manual injection of insulin via syringe. In addition the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the needle mechanism was checked for damages that would cause the device to dislodge. No issues were observed. The cause of the reported dislodging could not be determined. The device was received fully deployed. No bends nor kinks were observed to the soft cannula. No alarms, timeouts, nor drive stalls were observed in the data. No issues were observed with the adhesive pad nor welds. The cause of the reported failure also could not be determined.